Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, the images could not be transferred to navigation system. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.